Event description:
Discordant, falsely high h. Pylori igg (hpg) results on multiple patient samples were generated on the immulite 2000. No results were reported. The patient samples were re-tested after assay adjustment and hpg results were generated that were lower than the initial results. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely high hpg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, it was determined that the pattern of data indicated contamination. The cause of the contamination could not be determined. The fse decontaminated the substrate reservoir and water lines and proactively replaced parts in the substrate delivery line. It was determined that the cause of the discordant, falsely high hpg results was due to contamination. The instrument is performing within specifications. No further evaluation of the device is required.